Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the outer box damaged or the primary package damaged? Customer does not recall any box damage. How many devices were found detached when the suture packets were opened? One package opened with just a needle, no suture. How many devices experienced suture needle pull off during use? 2-3 pulled off during use. Is the lot number available? Llk581.

Event description:
It was reported by distributor that patient underwent unknown procedure on (B)(6) 2018 and suture was used. The needle separated from the suture during use. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.